Event description:
Aventis case ID: (B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a patient (age, gender nos) who received poly-l-lactic acid (sculptra) (dosage, indication, therapy date nos). Relevant medical history and concomitant medication was not reported. Since an unk date, the patient has experienced pigmentation over the area injected with poly-l-lactic acid and the patient outcome was unk at the time of the report. Corrective treatment, if any was not reported. The reporter did not provide a causal relationship.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) has been issued. Local ptc#gb 17958. Global ptc #1(B)(4). Additional information received on 10/02/2008: ptc ((B)(4)) results were received, a brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.